Event description:
On (B)(6) 2014, the patient underwent an endovascular procedure using a gore® excluder® aaa endoprosthesis featuring c3® delivery system to repair an abdominal aortic aneurysm. The right internal iliac artery was embolized prior to the procedure. The trunk-ipsilateral leg component (rmt261212j/12087088) was inserted from right side and its proximal end was deployed with no issues. After guidewire cannulation to the contralateral gate, the physician attempted to confirm if the guidewire was within the gate by spinning a pigtail catheter. It was reported that the spinning appeared fast, however, the physician noted no issues. A contralateral leg component (pxc121000j/12880994) was inserted from left side for contralateral limb and then an iliac extender component (pxl161007j/12612543) from right side for extending ipsilateral limb, and both components were deployed with no issues. It was reported that as a balloon catheter was advanced to the gate for touch-up ballooning, it was confirmed that pxc121000j/12880994 was deployed outside the gate. The procedure was converted to aorto-uni-iliac. Two aortic extender components (pxa260300j/12916423, pxa260300j/13007474) were implanted to cover the bifurcation of the trunk-ipsilateral leg component. The left common iliac artery was coil embolized. The final angiography showed no issues, and right femoral-left femoral bypass surgery was performed. The patient tolerated the procedure.

Event description:
On (B)(6) 2014, the patient underwent an endovascular procedure using a gore excluder aaa endoprosthesis featuring c3 delivery system to repair an abdominal aortic aneurysm. The right internal iliac artery was embolized prior to the procedure. The trunk-ipsilateral leg component (rmt261212j/12087088) was inserted from right side and its proximal end was deployed with no issues. After guidewire cannulation to the contralateral gate, the physician attempted to confirm if the guidewire was within the gate by spinning a pigtail catheter. It was reported that the spinning appeared fast, however the physician noted no issues. A contralateral leg component (pxc121000j/12880994) was inserted from left side for contralateral limb and then an iliac extender component (pxl161007j/12612543) from right side for extending ipsilateral limb, and both components were deployed with no issues. It was reported that as a balloon catheter was advanced to the gate for touch-up ballooning, it was confirmed that pxc121000j/12880994 was deployed outside the gate. The procedure was converted to aorto-uni-iliac. Two aortic extender components (pxa260300j/12916423, pxa260300j/13007474) were implanted to cover the bifurcation of the trunk-ipsilateral leg component. The left common iliac artery was coil embolized. The final angiography showed no issues, and right femoral-left femoral bypass surgery was performed. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.